Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uromatic tur administration set was leaking. The leak was further described as a fissure in the tie between the device and the bladder catheter. Approximately 1000ml of a 3000ml unspecified solution spilled. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in february 2023. H11: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested under water; no leaks were observed. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.